Event description:
Related manufacturer report number: 2017865-2022-09790. It was reported during implant procedure that the connector pins on the atrial and ventricular leads detached multiple times. The components were reattached and both leads were left implanted. There were no patient consequences.

Manufacturer narrative:
Correction: implant previously reported as (B)(6) 2022 now corrected to (B)(6) 2014.